Event description:
The customer reported through a medwatch form that after sealing, the jaws of the device would not release. The surgeon had to seal around the exterior of the jaws in order to release the instrument.

Manufacturer narrative:
Date of initial report: 08/26/2009. The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.